Event description:
The customer reported that the ventilator alarmed with da pcba adc reference failed vent inop occurrence. Vent inop is a high priority condition that precludes safe operation of the ventilator. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The customer reported there was no patient involvement.